Event description:
Reporter alleged obtaining the results of 483 mg/dl, 211 mg/dl and 228 mg/dl back to back within 10 minutes on the aviva system. Reporter thought that he took his normal dosage of 50 units of humalog just after he got the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 483 mg/dl, 211 mg/dl and 228 mg/dl back to back within 10 minutes on the aviva system. Reporter thought that he took his normal dosage of 50 unites of humalog just after he got the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.